Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the chronic left ventricular (lv) lead exhibited high undefined impedance in all but one pacing vector one day post-cardiac resynchronization therapy defibrillator (crt-d) replacement. The patient was also experiencing a slight twinge and poc ket muscle stimulation with lv pacing. It was noted that the lead had been inserted using forceps in a non-gentle fashion. The stimulation no longer occurred when lv pacing was turned off. The lead remains in situ but turned off. No further patient complications have been reported as a result of this event.